Event description:
Medwatch received, and customer has confirmed it is the same incident information reported by them.

Manufacturer narrative:
Mw 5089569 received with this incident information-confirmed by the customer.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the pcb and lcd were broken. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was not confirmed regarding the contamination. The device was clean and operated as intended. The customer reported product problem was not confirmed. The lcd was broken however. The pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the customer saw an orange-brown growth on the level 1 hotline low flow system (hl-390). This product problem was observed during the first week of (B)(6) 2019. The customer performed maintenance and disinfection of the reservoir. A week later, the growth reappeared in the machine. As the machine was used frequently, and on patients, the affected machine was taken out of circulation immediately. No patient injury or complications were reported in relation to this event.